Manufacturer narrative:
Information obtained by the local police department from witness evidence and local cameras has confirmed that the end user drove off the curb independently. The police have released the power chair back to the dealer, but it has not yet been received by invacare. The dealer stated that the chair has wear and tear and needs a new strut from going off the curb but runs and drives fine. There is no alleged malfunction or deficiency with the chair.

Event description:
It was reported that the end user was allegedly driving his tdxsp-cg power chair down a sidewalk on (B)(6) 2019 when he drove off a curb which caused the power chair to fall on top of the user. A good samaritan helped the end user by getting the power chair back onto the sidewalk & him back into the chair. The end user then drove home. The end user started to feel unwell, he went to the hospital and passed away on (B)(6) 2019. When the power chair fell on the end user it exacerbated existing medical issues